Manufacturer narrative:
The manufacturing record review was performed. All process operations presented in the manufacturing record from product generation to product boxing were in compliance with manufacturing instruction specifications. All tests results showed a pass condition. No deviation or non-conformance (ncr) related to the customer claim was generated. A review of the raw material/manufacturing procedures in the change control system was done during the period when this production order was manufactured and did not show any change that could be related with the complaint type reported. The documentation showed that the production order was found to be within specifications and the devices met manufacturing release criteria. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(6). All pertinent information available to abbott medical optics at the time of this report has been submitted. Placeholder.

Event description:
Additional information was provided indicating that the customer has been using this lens for over 7 years and is using the zcb00 model together with the platinum injector. The cartridge is model 1mtec30. It was also stated that the haptics stick together and not haptic stuck to optic as previously stated in the initial medical device report (MDR).

Manufacturer narrative:
All pertinent information available to abbott medical optics at the time of this report has been submitted. Placeholder.

Event description:
It was reported that the doctor had a problem with the intraocular lens (iol) whereby the haptics stuck to the optic and needed to be manipulated to loosen correctly. It was stated by the customer that the product was not saved. No further information was provided.